Manufacturer narrative:
Physician stated the event was not related to the graft itself, but was related to the patient's condition.

Event description:
On (B)(6) 2013, a patient was implanted with a gore® acuseal vascular graft in the right thigh for arteriovenous access. The graft was cannulated on (B)(6) 2013. It was reported to gore that on (B)(6) 2013, the graft lost primary patency and a surgical declot procedure was performed. On (B)(6) 2013, a central venous catheter was implanted followed by an arteriovenous fistula on (B)(6) 2014. Altogether there were four surgical declots performed on the graft until the graft lost functional patency on (B)(6) 2014. It was stated that the gore® acuseal vascular graft initially ran well but then both the graft and the arteriovenous fistula thrombosed due to perioperative hypotension. This is part of a data collection study from dr. (B)(6) using the gore® acuseal vascular graft for arteriovenous access.